Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that a patient went into tachycardia for about 20 minutes. The central nurse's station (cns) alarmed tachy but did not keep alarming while the patient was in that state. The patient had a pacemaker, but the pacemaker was off. The patient also had a ventricular assist device (vad). No patient harm was reported. Investigation summary: review of event data and clinical assessment confirmed that tachycardia alarms were generated according to the configured alarm limits. The heart rate exceeded the set threshold, and alarms were logged in the event list as expected. No device malfunction was identified, and the alarm behavior was consistent with system design and settings. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: gz-130p. Serial #: (B)(6). Device manufacturer data: 04/11/2024. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that a patient went into tachycardia for about 20 minutes. The central nurse's station (cns) alarmed tachy but did not keep alarming while the patient was in that state. The patient had a pacemaker, but the pacemaker was off. The patient also had a ventricular assist device (vad). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that a patient went into tachycardia for about 20 minutes. The central nurse's station (cns) alarmed tachy but did not keep alarming while the patient was in that state. The patient had a pacemaker, but the pacemaker was off. The patient also had a ventricular assist device (vad). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: gz-130p serial #: (B)(6). Device manufacturer data: 04/11/2024 unique identifier (UDI) #: (B)(4). Returned to nihon kohden:.

Event description:
The biomedical engineer (bme) reported that a patient went into tachycardia for about 20 minutes. The central nurse's station (cns) alarmed tachy but did not keep alarming while the patient was in that state. The patient had a pacemaker, but the pacemaker was off. The patient also had a ventricular assist device (vad). No patient harm was reported.